Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the reported problem was failure of the patient board due to deterioration associated with repeated use and the age of the device.

Manufacturer narrative:
The device was repaired and returned to olympus asset stock. Issues of this nature will be tracked and trended according to olympus procedures. An olympus (B)(4) CAPA has been opened to manage the actions related to remediation of this late MDR reporting.

Event description:
The subject device is an olympus (B)(4) asset that was returned to an olympus service center for evaluation. There was no complaint alleged against the device. During the evaluation of the device at the service center, it was observed that the device was not providing an image due to a printed circuit board failure. There was no patient involvement, as the issue was identified during service.